Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On 3/9: customer stated the ceiling arm broke at the joint near the ceiling column. The arm fell to the ground. An operator was there, caught the injector and slowly lowered the powerhead to the ground. No one was injured. Customer reports the technologist was moving the injector powerhead to another position in the room, when the support broke. No patient involved. No reported injury.